Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent to be damaged all over. The two most proximal struts were undamaged the remainder of the struts were twisted and deformed. The crimped stent outer diameter of the undamaged section of the stent was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found a kink within the midshaft at approximately 10cm proximal to the port bond. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-jan-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The >88% stenosed , de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After a 6fr non-bsc guide catheter was engaged in the left main, a non-bsc guide wire crossed the lesion. Predilation was performed with a 2x9mm and a 2.5x10 nc balloon catheters. A 2.75x16mm synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. Even after multiple attempts and even with a support of a buddy wire, the device still was unable to cross. The device was removed from the patient and the lesion was pre-dilated again with a 2.5x10mm nc balloon catheter. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.